Event description:
It was reported that during routine check, the cs300 intra-aortic balloon pump (iabp) unit had a battery issue and when the ac power cord is pulled out, the power is turned off. There was no patient involvement.

Manufacturer narrative:
Aware date updated (B)(6) 2023.

Manufacturer narrative:
Three (3) gfe attempts have been performed to obtain additional information and/or product return. No response has been provided, the complaint will be closed and in the event new information and/or device was to become available, it will be reopened and updated accordingly.

Event description:
It was reported that the cs300 intra-aortic balloon pump (iabp) unit had a battery issue and when the ac power cord is pulled out, the power is turned off.

Manufacturer narrative:
Due to character restrictions in block e1 event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer confirmed that the battery charge was not recognized when the ac power was plugged in, but the problem did not reoccurred since then. The hospital decided not to repair the unit and to proceed with the purchase of a new iabp. No equipment inspection was carried out.